Event description:
The sales rep has reported on behalf of the customer, that a patient has recently had to undergo revision surgery as their exeter stem has allegedly cracked.

Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: exeter stem fracture: the fracture occurred in the distal stem region; approximately 6.4cm from the distal stem. The stem of the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. Final fracture occurred in ductile overload. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. Exeter stem neck region square-shaped marks: the three square-shaped marks were not aligned in the same plane. Elemental constituents included fe, cr, ni, mn, and mo, which are consistent with the astm f1586 and iso 5832-9 stainless steel alloy. The shell and liner were reported to be competitor devices, therefore, no conclusion can be drawn if a hip stem¿acetabular shell impingement caused the three square-shaped marks. Exeter stem trunnion: adhered debris and surface texture variation was observed on the stem trunnion taper surfaces. Evidence of a corrosion process was observed within the taper junction, no material or manufacturing defects were observed on any of the device features examined. Medical records received and evaluation: a review by a clinical consultant noted: x-rays confirm implantation of the exeter stem in 2010 with a proximal lateral cement defect plus some cementation issues on the proximal medial side with a biomet exceed cup in low inclination and absent anteversion. At time of stem fracture in 2015 there was a large bone defect due to osteolysis near the lateral superior stem area where also the cement defect was located. A cement-in-cement revision was performed with implantation of a new exeter stem in slightly rotated position. Explant materials analysis report (mar) confirms the stem of the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. Final fracture occurred in ductile overload. The stem material was consistent with the astm f-1586 and iso 5832-9 stainless steel alloy. Some surface defects of the stem in the neck area are not typical for impingement while eds shows no titanium smearing of the cementless cup in this neck area. No material or manufacturing defects were observed on the parts examined. No further clinical information is available. Based upon previous findings, root cause of failure is procedure-related with possibly some minor and secondary patient-related factors but is not device-related as also supported by the mar findings. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there has been one other reported event for the subject lot code. Conclusions: a review of the event by a clinical consultant concluded that the cause of the event was an overload condition around the proximal stem effectively causing loss of bone support around the proximal stem section under conditions of increased joint reaction forces as caused by the biomet cup malposition in absent anteversion. No further investigation for this event is possible at this time as there is insufficient information provided. If additional information such as the clinical information of the second revision surgery becomes available, this investigation will be reopened.

Event description:
The sales rep has reported on behalf of the customer, that a patient has recently had to undergo revision surgery as their exeter stem has allegedly cracked.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.